Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call of high blood glucose level of 526mg/dl. Troubleshooting was performed. Customer reported that the site is changed every 2 to 3 days and the drive support cap appeared to be indented. Customer reported that there may be leaks and would call back to further troubleshoot.